Event description:
Patient was undergoing cryo ablation procedure. The plan was to spray patient site 3 times. Patient was sprayed once and then the staff received and error message indicating the tank was empty. Staff tested the machine two times and both times the machine indicated the machine was empty. Leadership was made aware and investigated the equipment. Equipment was restarted and tank showed to be full to 69% (not indicating empty). The rep for tru freeze equipment was contacted ( as we no longer have service contract) consult was given over the phone that the machine seemed to be fine and needed to be restarted.